Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old female patient was implanted with an impella device for mechanical circulatory support. The us complainant had a cp placed for support of a (non-st segment elevation myocardial infarction ) nstemi patient. The pump came across the valve and out of position. The team observed the pump to be kinked at pump repositioning attempts. The pump was subsequently explanted and replaced. There was no patient harm.

Manufacturer narrative:
The investigation for the positioning and product damage has been completed. Product was not returned for investigation. Per the clinical information provided, the pump was tried implanting without a wire which is against the impella IFU. The root cause of the positioning issue was use related to improper technique. D4: corrected model number added-d6a/d6b. F6/f8 should have been left blank in the initial report.